Manufacturer narrative:
E1: initial reporter city: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery (sfa). A 6.0 x 150mm, 150cm ranger paclitaxel-coated pta balloon catheter was selected for use. During the first inflation at 8 atmospheres for 30 seconds, the balloon ruptured. The device was removed from the patient without any issues. The procedure was completed with a different device. There were no patient complications.